Event description:
Pt presented to the ed after experiencing sharp pain in her right clavicle upon flushing of her catheter. Fluoroscopy revealed complete fracture of proximal port lumen, the residual distal lumen had migrated into the right ventricle.